Event description:
The customer reported via medwatch: "during application of intra-aortic balloon pump, there was an autofill failure. Also unable to manually fill. Back-up unit obtained and pumping began within 10 minutes".